Event description:
It was reported that the user experienced hypoglycemia while using the system in conjunction with a g7 cgm, with a noted glucose value of 54 mg/dl and intermittent cgm connectivity that later restored. Symptoms included low blood glucose. Outcomes included self-treatment with oral carbohydrate and completion of troubleshooting and education. Investigation included customer support review and education on cgm reconnection steps. Investigation of this case revealed that the cause of hypoglycemia was unclear, and the cgm connectivity disturbance could not be verified during the call. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.